Manufacturer narrative:
(B)(4) dlk has resolved. Placeholder.

Manufacturer narrative:
Account reported the following: they have no information that patient is disable as a result of the event. Patient has not followed-up after (B)(6) 2013 appointment. Patient was prescribed brimonidine on (B)(6) 2013. Patient was contacted by vision center to schedule a follow-up visit and has not complied. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) stage ii. Account reported there was no loss of best corrected visual acuity (bcva) and they increased the topical steroid dosage and oral steroid (medrol) was prescribed. The patient complained after of photophobia that has not resolved at the date of this report.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.